Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol) the lens was never implanted and thus never explanted. The lens was damaged during loading. It never came in contact with the patient. There was an issue with the injector and the lens was damaged. The injector is unknown whether it is a company or non company injector. Additional information was requested and received stating that the injector is a company one and the pusher was bent allowing it to ride on top of the optic. The surgeon switched injectors and the next went smoothly.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of plunger bent and lens damaged; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).